Event description:
The customer reported the tip of the driver broke during surgery. No adverse effects were reported as a result of this event, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
A visual inspection of the device showed that the tip of the device is sheared off. Also, there is torsional deformation at the point where the tip sheared off of the device. The pentalobe tip has deformed/twisted in a manner consistent with screw insertion. A functional analysis of the device could not be performed because the device was too damaged to engage a rod. The device history records were reviewed and there were no non-conformances or discrepancies that could potentially cause the reported failure. Based on the data available through the review and investigation of this file, the most likely underlying cause of the customer¿s complaint cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument with the corresponding torque limiting handle), and/or misuse.